Manufacturer narrative:
The customer returned the suspected contour next link meter, while the returned contour next test strips lot # 8kped10c was different from the one indicated in the event. An in-house testing was performed using the returned meter with returned test strips and in-house contour next test strips from lot # 8epeg14c as lot # 8epeg14d was not available. All readings obtained during in-house testing were within specifications.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
At 8:23 a.m., the customer obtained a blood glucose reading of 444 mg/dl on her contour next link meter. She was presenting with symptoms such as heavy sweating, lightheadedness and confusion. She received an unspecified amount of insulin from her insulin pump and after sometime, she passed out. Her husband called an ambulance. After 10 minutes, the paramedics arrived. They ran a test on an unspecified blood glucose meter and obtained a reading of 32 mg/dl. They gave glucose syrup in a tube to the customer. The customer was taken to the hospital and she was hospitalized for 3 days, where she was treated with the glucose syrup in the tube. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.